Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 8/26/2020. H.6. Investigation: customer returned (66) 31gx8mm bd pen needles from lot: 9310071 (63 sealed and 3 opened). Consumer reported found about 1/2 the box without the paper seal on non patient end; tried to use these same pen needles but found the patient end to be bunched up/bent needle. All 66 returned pen needles were examined, and it was observed that 3 samples were returned with detached tear drop labels. These 3 samples were examined, and it was observed that both the outer covers and detached tear drop labels exhibited heat stakes, indicating that the pen needles had been properly sealed. Furthermore, these 3 pen needles did not exhibit bent patient end (pe) cannula. All 63 pen needles returned unused were examined, and were observed to have been properly sealed. 30 out of these 63 pen needles were selected, then opened and examined, and it was observed that none exhibited a bent pe cannula. No evidence of manufacturing defect was observed. Since no defects were observed the alleged issues could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the unit packaging was not sealed thus affecting sterility with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported that the consumer found about half the box without the paper seal on the non patient end and when the consumer tried to use these same pen needles.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unit packaging was not sealed thus affecting sterility with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported that the consumer found about half the box without the paper seal on the non patient end and when the consumer tried to use these same pen needles.